Event description:
Update rec¿d 6-20-2014 - litigation received. Litigation alleges elevated metal ion levels, pain, soreness, discomfort, and loss of range of motion. There is no new additional information that would affect the investigation. This complaint was updated on: 07/13/14.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised to address loosening of the asr cup. **update** (B)(6) 2011 - medical records were received. The revision surgery report indicates there was evidence of osteolysis intraoperatively.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.